Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. Additional product code ¿ hrs ; hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing site: (B)(4). Manufacturing date: 13.dec.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that revision of distal femur malunion was performed on (B)(6) 2016. The patient had distal femur fracture and was initially treated with va-curved condylar plate and screws on (B)(6) 2015. This is report 1 of 2 for (B)(4).